Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/23/2016 with the following findings: during investigation, a visual inspection showed that battery compartment was cracked and had damaged threads. There was moisture observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and no moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.